Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced cellulitis infection around the implant magnet and subsequently was treated with oral antibiotics (specific date and duration not reported).